Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded endovascular repair is effective with an acceptable safety profile in the treatment of nco and postsurgical complications of coarctation after initial osr.

Event description:
Received an article titled multicenter experience with endovascular treatment of aortic coarctation in adults. Purpose: the objective of this study was to evaluate outcomes of endovascular treatment of aortic coarctation in adults. Method: clinical data and imaging studies of 93 consecutive patients treated at nine institutions from 1999 to 2015 were reviewed. Per the article adverse events included dissection, hemorrhage, ischemic events and pseudoaneurysm.